Manufacturer narrative:
The customer reported getting a defib failure, cycle power, error 1000 message when attempting to charge. The customer reported that they would not be repairing the device. It will remain onsite and be used for parts. Based on the customers report, we are considering this a malfunction. We cannot determine the cause since the customer has opted not to repair the device.

Event description:
The customer reported getting a defib failure, cycle power, error 1000 message when attempting to charge.